Manufacturer narrative:
Manufacturing review: the device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only event reported to date for this lot number and failure mode. Medical records review: the patient with history of pulmonary embolism and morbid obesity had an inferior vena cava filter deployed infrarenally prior to gastric sleeve gastrectomy. Approximately one year four months post filter deployment, six days post right ovarian drilling and ablation surgery, the patient presented to the emergency department with complaint of shortness of breath and abdominal pain. CT of the abdomen and pelvis demonstrated a tilted filter with a detached limb adjacent to the filter. The decision was made to admit the patient to the hospital for filter retrieval the following day. The right internal jugular vein was accessed and the detached filter limb was successfully snared and removed. Multiple attempts were made with multiple devices to successfully capture and remove the filter. The patient was discharged from the hospital one day post filter retrieval. Investigation summary: the device was not returned for evaluation. Images were not provided for review. Medical records were provided and reviewed. Approximately one year and four months post filter deployment, a CT identified the ivc filter to be in a tilted position with an incidental finding of a detached limb adjacent to the filter. A snare was used to remove the detached limb. Multiple attempts were made with the snare to capture the filter but were unsuccessful. A guidewire was advanced and looped around the cone of the filter. Gentle traction was applied and a majority of the filter was captured; however, the filter legs could not be retracted and the sheath could not be advanced. The filter was eventually snared and retracted into the sheath. Therefore, based on the medical records, the alleged removal difficulties, detached filter limb, and the tilting of the filter can be confirmed. Per the medical records, the morbidly obese patient had the filter implanted prior to a gastric sleeve gastrectomy. The patient also underwent right ovarian drilling and ablation surgery. Per the instructions for use (IFU), "the safety and effectiveness of this device has not been established for morbidly obese patients. Open abdominal procedures such as bariatric surgery may affect the integrity and stability of the filter." The IFU also states, "procedures or activities that lead to changes in intra-abdominal pressure could affect the integrity or stability of the filter." Therefore, it is possible that these surgeries affected the stability or positioning of the filter. The alleged removal difficulties were likely due to the angulation of the filter. However, the definitive root cause for the event is unknown. Labeling review: the current IFU (instructions for use) states: warnings/potential complications: movement, migration or tilt of the filter are known complications of vena cava filters. Filter fractures are a known complication of vena cava filters. Filter tilt. Filter malposition. Precautions: the safety and effectiveness of this device has not been established for morbidly obese patients. Open abdominal procedures such as bariatric surgery may affect the integrity and stability of the filter. Procedures or activities that lead to changes in intra-abdominal pressure could affect the integrity or stability of the filter. It is possible that complications such as those described in the "warnings", "precautions", or "potential complications" sections of this instructions for use may affect the recoverability of the device and result in the clinician's decision to have the device remain permanently implanted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient in conjunction with or before a bariatric procedure. At some time post filter deployment, the filter allegedly tilted and embedded in the wall of the ivc. It was further reported that filter limb(s) detached. The filter and detached limb(s) were removed percutaneously. The current patient status was not provided.